Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
After the initial intraocular lens (iol) implant procedure, a patient complained of eye pain, headaches, diplopia, blurred vision (unable to see signs when driving), white lines, photophobia, and starburst lights. Additional information has been requested.